Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD) there was no pacing observed when the lead was put into the header for a pacer dependent patient, even though the setscrews were thought to do down. The leads were taken out and then on the second attempt the device paced fine. Subsequent information stated that the patient was admitted to the hospital due to non-capture 6 days later. A revision procedure was performed, a new teligen device was placed with the same issue and out of range right ventricular (rv) impedances. The physician suspected it was the new setscrews so a t165 was used. It was noted in connecting the new device to the defibrillation lead that the space between the anode and cathode on the defibrillation lead terminal pin was sticking. Mineral oil was applied which resolved the issue.

Manufacturer narrative:
Laboratory analysis of the device revealed no visual irregularities on the devices. There were no obstructions on the lead barrels. All seal plugs were intact and all setscrews operated normally. All setscrew shanks could be seen in the lead barrels when the screws were turned down. The device passed production testing and therapy was available. The clinical observation was unable to be confirmed during laboratory testing. Additional laboratory analysis was performed and it was determined that the rv lead was likely under-inserted as there were no seal ring marks on the df+ barrel.